Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging window was detached in the lap joint section. The imaging core had a broken drive shaft and a windup near the lap joint section. An impedance test showed an electrical open at the distal end of the catheter, between 20 and 30 cm from the distal housing. Based on this evidence, the as reported code image lost is confirmed.

Event description:
Reportable based on device analysis completed on 27 may 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the posterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but there was no image after startup. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached in the lap joint section.